Event description:
A problem was reported. Hcp reported morphine pumps that turned off and had to get them turned back on. The MRI technician stated he had done MRI on patients with morphine pumps where the pump had been turned off and then hcp had to get them back on. No patient symptoms or outcome reported. System used to deliver morphine. A follow up have been requested but no additional information had been provide as of the time of this report. If additional information becomes available a report will be provided.

Manufacturer narrative:
(B)(4).